Event description:
It was reported that the lead frayed during a spinal cord stimulator (scs) lead implant procedure. The two distal contacts dislodged and remained in the patient. No further information has been obtained despite good faith efforts. Additional information was received that the two dislodged distal contacts were removed from the patient. The patient was doing well postoperatively.

Manufacturer narrative:
The returned spinal cord stimulator (scs) trial lead was analyzed. Visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes the reported event was confirmed. Damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the lead frayed during a spinal cord stimulator (scs) lead implant procedure. The two distal contacts dislodged and remained in the patient. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the lead frayed during a spinal cord stimulator (scs) lead implant procedure. The two distal contacts dislodged and remained in the patient. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block h6; the patient code should be foreign body in patient.